Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing occlusions on the infusion device (competitor device) resulting in insulin deficiency, ketoacidosis, and hospitalization. The patient's glucose level was not provided and treatment given while hospitalized was not provided. No further info is available. The infusion set was requested to be returned for evaluation.